Manufacturer narrative:
Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded monofocal intraocular lens (iol), the patient was struggling with positive dysphotopsia in the left eye. The issue was first identified in post-operative examination. The lens was subsequently explanted and replaced with a 3-piece monofocal iol in the sulcus. There was no unplanned incision enlargement, however, unplanned sutures were required. A planned vitrectomy was also required. There was no delay in procedure. It is unknown if medical attention or medication (outside the standard of care) was required. The directions for use was followed. The best spectacle corrected visual acuity (bscva) improved from 20/40 pre-operatively to 20/20 post-operatively. The patient was able to perform daily activities. The patient has fully recovered. No further information was provided.